Event description:
Caller reported that a tandem mobi cartridge alarm occurred during pumping. There was no adverse impact to the customer¿s blood glucose level, keeping under 500 mg/dl (27.7 mmol/l). The customer initially reloaded the same cartridge, encountering the alarm again later that day, prompting them to change the cartridge, after which the alarm did not reoccur.